Event description:
It was reported that during service and repair, the renasys ez max could not start up correctly, contains critical errors and cannot operate on ac or battery power nor recharge the battery, because the battery does not keep the charge, also the device fail to alarm and is noisy and vibe; no case reported; therefore, there was no patient involvement.

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation and we have established a relationship between the device and the reported event. A visual inspection found no defects. The functional evaluation found that the device failed to charge; could not start-up correctly free from critical errors, could not operate on ac or battery power, could not generate and control negative pressure, could not generate alarms under the expected alarm conditions and the root cause identified as a defective pump and a defective battery. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances/related events of the reported events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.